Event description:
Boston scientific crm received information that this atrial lead had dislodged a few days post implant. During the revision procedure, it was noted that the tissue was present in the helix. The physician elected to not use this lead and implant a new dextrus, with no further issues.